Event description:
During the procedure a perforation of the vessel occurred. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 3mm to occlude the vessel. The physician observed on the fluoroscope that the occlusion balloon looked abnormal; the physician decided to deflate the occlusion balloon in order to perform an angioplasty. The physician observed on the fluoroscope that a perforation was present. The physician treated the perforation with a graft master. The physician inserted the stent delivery system and successfully placed the stent and finished the ptca without any further problems.